Event description:
It was reported to boston scientific corporation that during a contour ureteral stent removal procedure, the pigtail on the kidney end of the stent was knotted. Reportedly, the stent was difficult to remove due to the knot. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that during a contour ureteral stent removal procedure, the pigtail on the kidney end of the stent was knotted. Reportedly, the stent was difficult to remove due to the knot. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4) - the reported event of stent knotted.